Event description:
The pt reportedly developed a wound infection one week after implant surgery. The pt was admitted to the hospital for administration of IV antibiotics and wound debridement (no date given). The infection reportedly was not controlled and two additinal wound debridements were done (no dates given). The device was explanted in 2004. The wound reportedly healed. Reimplant surgery is planned.